Manufacturer narrative:
The returned device is in very good condition with the exception of the implantable anchor tip. A dimensional inspection confirms this is a 6.5mm implant. The device was being used for an open rotator cuff procedure. The site prep is critical to a successful implementation. IFU instructs: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ the implant sheared after the distal end of the eyelet. Clinical site prep and technique details were not communicated in the complaint information and were not successfully acquired with subsequent request. The root cause cannot be confirmed. No further actions at this time.

Event description:
It was reported that during an open rotator cuff repair a 6.5mm anchor was placed. During the placement of the distal portion of the anchor, it broke. The tip was inbedded in the proximal humurus. The doctor determined it was not necessary to remove it.